Event description:
Our sales rep is reporting that a surgeon was using an expressew ii, when a piece of the jaw broke off and fell into the joint space. The surgeon was able to retrieve it without any difficulties, concluded the procedure successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.